Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions and recurrence. Post-operative patient treatment included revision surgery, lysis of adhesions, removal of prior mesh, incisional hernia repair with new symbotex mesh, and repair of small bowel enterotomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated incisional hernia. It was reported that after implant, the patient experienced adhesions, recurrence, abdominal pain and nausea. Post-operative patient treatment included revision surgery, lysis of adhesions, removal of prior mesh, incisional hernia repair with new symbotex mesh, and repair of small bowel enterotomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated incisional hernia. It was reported that after implant, the patient experienced adhesions, recurrence, abdominal pain, mesh detachment, pain, fluid collection, and nausea. Post-operative patient treatment included revision surgery, lysis of adhesions, removal of prior mesh, incisional hernia repair with new symbotex mesh, and repair of small bowel enterotomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.